Manufacturer narrative:
Patient age at time of event: over 18 years of age. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device got stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for treatment within the superficial femoral artery (sfa). The device was able to complete two passes with the blades down. During the second pass it was noticed the device was not moving independently over the non bsc guidewire with an embolic protection filter. The physician removed both devices together from the patient. The procedure was completed with different devices. No patient complications were reported and the patient status was fine.